Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the egv on the receiver was 150 mg/dl but the patient was feeling tired. His coworker called an ambulance around 1100 after she noticed that patient was not feeling well while the egv was 150 mg/dl. When ems arrived, the bg was 64 mg/dl compared to his dexcom readings. The egv at that moment was not specified. The patient was treated with carbohydrates. The last reading taken by paramedics was 89 mg/dl, but the egv was still around 150 mg/dl on the receiver. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.